Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 16 synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the stent struts were damaged. The device was removed and the procedure was completed with a different device. No patient complications were reported.